Manufacturer narrative:
The device was evaluated. The inspection found the device had intermittent, flickering image. Based on the results of the investigation, the image issue was attributed to electronic component failure. Reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited a flickering image. There was no patient involvement.